Event description:
It was reported that the patient presented with shortness of breath and lethargy. It was determined that the right atrial lead had dislodged, resulting in asynchronous pacing. During a subsequent attempt to reposition the lead, a stylet was unable to be inserted into the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.